Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited noisy signals after a signal artifact monitor (sam) episode. Technical services (ts) reviewed the reports and provided troubleshooting actions. It was stated that the rv lead was already evaluated. It was determined that the baseline noise was due to the patient's left ventricular assist device. However, the source of the noise from the sam episode is unknown. The hcps have decided to continue to monitor. The lead remains in use. No adverse patient effects were reported.